Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly trained on the ilet experienced hyperglycemia while on therapy, with blood glucose rising to 500 mg/dl despite a reported cartridge fill and no visible leakage at the housing or infusion site; the agent suspected a bent cannula and provided troubleshooting and education, after which the user elected to disconnect the ilet and revert to multiple daily injections. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin by pen for correction. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an undetermined cause. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.